Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband called stating his wife was working in the yard when her insulin pump went into low suspend. Customer cleared the alert and now the device is alarming button error. Customer's blood glucose level is 59 mg/dl, and she has treated with juice. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.